Event description:
(B)(6) 2025: integrum has been informed that axor ii unit i9097 has fallen off from the abutment. No health consequences or patient injury reported. (B)(6) 2025: manufacturing investigation performed; batch documentation reviewed. No deviations found; the device has been manufactured according to specification. (B)(6) 2025: technical investigation of unit i9097 performed. During the investigation the functions were tested and components inspected. The reported issue could not be replicated. The clamps showed signs of wear indicating that the abutment may not have been fully inserted at some point. During service the clamps were replaced. The device was thoroughly cleaned and functionally tested according to specification with approved results. A feedback report has been provided to the customer highlighting the importance of attaching the axor ii according to the IFU.